Event description:
Event verbatim [preferred term] burn with open burn blister in the inguinal area [burns second degree] , . Case narrative:this is a spontaneous report received via pfizer consumer healthcare department from the (B)(6) health authority ((B)(6)), regulatory authority report number (B)(4) from a contactable pharmacist. A (B)(6) year old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual), device lot# j50374, from an unspecified date to an unspecified date at an unspecified frequency for menstrual pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously used thermacare heatwraps for the past six months and experienced no adverse event. The patient experienced a burn with open burn blister in the inguinal area after wearing thermacare heatwrap for about 7 to 8 hours on (B)(6) 2017 with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn with open burn blister, diameter 1.5 to 2 cm, in the left inguinal area a bit under the pelvic bones [burns second degree], skin alteration (smooth but very red/purple colored) [skin discolouration], scarring [scar]. Case narrative: this is a spontaneous report received from the (B)(6). The regulatory authority report number is (B)(4). A contactable other hcp reported a (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (device lot# j50374, expiration date oct2017) from an unspecified date to an unspecified date at an unspecified frequency for menstrual pain. The patient's medical history was not reported. Concomitant medication included dienogest, ethinylestradiol (aristelle) from an unspecified date at an unspecified posology for contraception. The patient previously used thermacare heatwraps for the past six months and experienced no adverse event. The patient experienced a burn with open burn blister, diameter 1.5 to 2 cm, in the left inguinal area a bit under the pelvic bones after wearing thermacare heatwrap for about 7 to 8 hours on (B)(6) 2017. It was reported the blister was open and strongly weeping. It was expected the patient would experience long-term sequelae such as scarring, skin alteration (smooth but very red/purple colored) and likely to remain for several years. Action taken in response to the event for thermacare heatwrap was permanently withdrawn. Therapeutic measures taken included weeping wound treated with "medigel" and compresses for approximately one and a half weeks. No surgical intervention, such as debridement, was required as a result of the event. Clinical outcome of the event burn was resolving. Clinical outcome of remaining events was unknown. The other hcp assessed the event as related to thermacare heatwrap. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (21jun2017): new information received from the product quality complaint group included investigational results. Follow-up (28jun2017): new information received from a contactable other hcp includes: patient details, concomitant medication, action taken with the suspect product, therapeutic measures taken, no surgical intervention required, reaction data (additional events of skin discoloration and scar), further burn description and other hcp causal assessment.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn with open burn blister in the inguinal area [burns second degree]. Case narrative: this is a spontaneous report received via (B)(6), regulatory authority report number (B)(4) from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual), device lot# j50374, from an unspecified date to an unspecified date at an unspecified frequency for menstrual pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously used thermacare heatwraps for the past six months and experienced no adverse event. The patient experienced a burn with open burn blister in the inguinal area after wearing thermacare heatwrap for about 7 to 8 hours on (B)(6) 2017 with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (21jun2017): new information received from the product quality complaint group included investigational results.